Event description:
The rep reported three weeks later that the implantable neurostimulator (ins) was not overdischarged. The patient was scheduled for a clinic visit to review the device status. No additional information was available in regards to this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: patient programmer, model # 97740, serial # (B)(4); recharger model # 97754 serial # (B)(4). (B)(4).

Event description:
The patient reported via the company representative (rep) that the recharger was not communicating with the device after several attempts. No environmental factors mentioned or identified. The patient mentioned that the implant was not turned on for a longer period of time of three months. Troubleshooting was performed of moved around the recharging head, turned recharging head dial, with no results. The patient programmer (pp) did not communicate with the device either. No environmental factors mentioned or identified. Troubleshooting was performed of replaced the batteries, but a communication error screen displayed on the pp. The recharger and pp will be replaced in the future. The issue was not resolved at the time of this report. No symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.